Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the insulin gauge was inaccurate. Additionally, it was reported, that the battery gauge was fluctuating. There was no adverse impact to customer's blood glucose. The customer declined follow up from tandem technical support. Therefore, further information was unable to be obtained.